Event description:
Boston scientific crm received info that during the pre-discharge check, it was noted that the right ventricular (rv) lead threshold measurement had increased from 1 to 2.2 volts. It was also noted that the rv amplitude decreased from 12 mv to 2.1 mv. The rv lead impedance measurement remained steady at 640 ohms. It was thought that the lead had dislodged, however the chest x-ray did not show any sign of dislodgement. The rv lead was successfully repositioned the following day. After the revision procedure, the r wave amplitude measured at 6mv and the threshold measured at 0.4 volts at 0.4ms. The lead remains implanted in the pt and no adverse pt effects were reported. It was noted that the pt was also experiencing atrial flutter. At this time the product remains in service. If additional info becomes available, this event will be updated as necessary.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.